Manufacturer narrative:
On 08/22/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned with brownish fluid. Brown material was observed within the device. Brown and white material was observed on the shell surface. Pe discovered a rent measuring approximately 0.3 cm within an area of siltex cracking at the posterior aspect. Also was noticed lines of shell wear at the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. At this point, is not possible to determine the etiology of the brown and white material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/07/18, it was reported to mentor that the patient¿s race was caucasian. The problem was diagnosed via a physical exam. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor siltex round spectrum 275cc, catalog number 3502440m, serial number (B)(4), lot number 255266. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor siltex round spectrum 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 450cc on (B)(6) 2018.